Event description:
On (B)(6) 2021, a large sizing wing from the catheter sheared off upon retractioin from the main bronchus. The sizing wing was extracted from the patient via forceps and the procedure continued with a different catheter.